Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. A fluid filled cassette was attached to the pump, testing could not be completed due to air in line alarm displaying. The issue is due to a fault air detector and will be replaced to resolve the issue.

Event description:
Information was received indicating that the cadd legacy 1 pump has a bad air detector sensor as the device keeps alarming "air in line detected" . There were no adverse events reported.